Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred near the insertion site during infusion. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a trialysis catheter leak could not be confirmed as the problem could not be reproduced. One 15 cm trialysis catheter was returned for evaluation. Blood residue and evidence of use was visible throughout the device. The three lumens were returned clamped at the extension tubing. The clamps were deactivated in order to flush the catheter. The three lumens were flushed with water and were found to be patient to infusion and no leaks were noted. The catheter was clamped near the distal end in order to pressurize the device. No leaks were noted. Microscopic observation of the proximal end of the catheter shaft and hub interface did not reveal any apparent damage or splits in the tubing. No damage was noted in the extension tubing and hub interface. Since no apparent evidence of a leak was noted during functional testing and inspection of the catheter, the complaint could not be confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage occurred near the insertion site during infusion. There was no reported patient injury.